Event description:
It was reported by service report that the siderail weld was broken creating sharp edges and preventing the siderail from latching upright. No pt involvement or adverse consequences are reported.